Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 8/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 7/19/2016 with the following findings: the pump¿s black box and alarm history showed evidence of loss of prime reflected with a cs 162 call service alarm due to low non-zero force. During the investigation, the ¿ez-prime¿ steps were performed correctly and there were no cs 162 call service alarms and no errors, alarms or warnings occurred during the investigation. The product performed within specification therefore the investigation was unable to duplicate the initial ¿loss of prime¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).